Event description:
Per end user, he was crossing the street, the footrest snapped, and he tumbled forward, hit head and damaged shoe. He did not wish for injury to be reported. He did not seek medical attention.